Event description:
Report received from the USA stating that "after applying two clips, the applier would not grab the third clip during an aneurysm surgery". No injury or medical intervention occurred. There was no add'l info provided.

Manufacturer narrative:
The device was received by anspach. Anspach is the importer of the device. If add'l info is received, a supplemental report will be sent. Ref: (B)(4).